Event description:
A product liability claim was raised. It was reported by pt's counsel that his client received a dorum acetabular component 54/48 code n, left side, on (B)(6) 2008 and underwent revision surgery on (B)(6) 2013, due to continuing pain and elevated cobalt level in her blood.

Manufacturer narrative:
The MFR received the surgical reports and x-rays but the products affected have not been returned for investigation. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. While the cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info be received, or the products be returned and investigated and the result becomes available that might change this assessment; an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).